Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred outside of an isolated episode. Therapy was exhausted during one of the episodes. Clinic reports the patient has already been checked but has not picked up the medication. The device remains in service. No adverse patient effects were reported.